Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that she obtained a "laceration to stoma approximately 1/16th of an inch in length" that was first noted four to five days prior to the claim being reported. She states the area involved is "a darker red area of the stoma with minor bleeding". The laceration is "at the top right of the stoma". The end user "believes it is the wafer barrier cutting into the stoma". The end user reports having an ¿oval loop stoma, unable to states the size of the stoma, estimates that it is approximately 38 millimeters based on coin comparison", she is unsure of the measurement of the other axis of the stoma. The end user reports that she has a "parastomal hernia and a prolapsed stoma¿ and is unable to state the stoma length, except for explaining "the stoma length is long enough that it falls over on itself and she believes that this is when the laceration occurs, when it is prolapsed.¿ the end user was using a moldable wafer, however, the end user had been "cutting rather than molding the moldable barrier". It is reported that the end user self-treated the area with tissue paper compress until "minor" bleeding resolved and baking soda soaks. The end user was educated on not cutting a moldable wafer, due to integrity issues with the wafer. No photographs depicting reported claim issue was submitted by end user.